Event description:
It was reported that the patient started ilet use and experienced low glucose readings, including a value of 40 mg/dl, with continued readings below 70 mg/dl on a connected libre 3 plus; the caregiver was advised that meal announcements should be made when glucose is in range and informed that if announced while low, the ilet considers current and recent glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.